Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since activation the patient reports about dizziness and nausea when using the cochlear implant system at low levels of stimulation. The patient has never used the device effectively. There was no allegation against the device. Drug treatment received by neurologist did not improve the situation. Patient decided to be explanted and not re-implanted. The surgery has been scheduled.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patient_s perception was unsatisfactory, however, no technical problem could be detected. The investigation showed that the electronic circuit is functional and that the active electrode lead shows damage that is attributable to the explantation surgery. Based on the patient report the reason for the reduced benefit for the patient seems to be non-device related. This is a final report.

Event description:
Since activation the patient reports about dizziness and nausea when using the cochlear implant system at low levels of stimulation. The patient has never used the device effectively. There was no allegation against the device. Drug treatment received by neurologist did not improve the situation. Patient decided to be explanted and not re-implanted. The patient has been explanted of the device. It was stated in the device explantation report that the active electrode lead has been severed during removal surgery.